Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had gone to the emergency room after experiencing high blood glucose and ketones, with blood glucose values up to 519 mg/dl. It was reported that the infusion set cannula was bent. It was advised to change the entire set, reservoir and insulin and to treat as directed by the customer's health care professional. Troubleshooting found the insulin pump apparently working as designed. Upon removing the infusion set, however, there was blood at the site. Advised that the customer monitor the situation. Nothing further reported.